Event description:
The patient reported that the 'down' button does not work anymore. The patient reported that there was no visible damage to the keypad.

Manufacturer narrative:
The pump was returned to animas for evaluation. The keypad was found to be intact. The down button was found to be responding intermittently. All buttons were found to click and spring back normally. The keypad was removed and adhesive was found under the button contacts.